Manufacturer narrative:
On 08/06/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 2.8 cm at the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 425cc and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional by the physical exam. As a result, the patient had undergone removal and replacement with a saline mentor smooth round moderate profile 425cc on (B)(6) 2018.

Manufacturer narrative:
On 07/29/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. Manufacturer¿s reference number: (B)(4).